Manufacturer narrative:
No phaco tip was returned for evaluation for the report of an oscillation failure after starting the use of the phaco tip; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. If the tip is a 30rts phaco tip, this tip was designed for the earlier legacy machine system that does not have the oscillation feature. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that phaco tip ceased to oscillate during a cataract surgery. The product was replaced and procedure completed with no patient harm. No additional information is expected.